Event description:
It was reported that during percutaneous transluminal coronary intervention procedure, stent damage occurred. The 2.75x 32mm, 85% stenosed, eccentric shaped, de novo lesion was located in the mildly calcified and moderately tortuous right coronary artery. The physician predilated the lesion with a 2.75x30mm maverick balloon and then attempted to advance a 2.75x32mm promus element stent to the lesion however; significant resistance was encountered during advancing. The physician removed the device and upon removal, stent deformation was noticed. The procedure was completed with the deployment of a 2.75x32mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).